Manufacturer narrative:
H10: the actual sample was available. A visual inspection with the naked eye was performed and no abnormalities were observed. There were no loose caps, the caps were tight and the lines were properly seated in the blue organizer. Functional testing was performing which included an under water pressure test and no leak or other issue was observed. The reported condition was not verified. The direct cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice automated pd cycler set with cassette had a cap that ¿came loose¿. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.